Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced unspecified complications following the procedure. All other information, including the patient's current condition, is unknown and reportedly unavailable.